Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas for pancreatic cyst drainage during an ultrasound endoscopic fistulaplasty procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was not able to open even after waiting for a while. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer-locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent's first flange failure to expand. Block e1initial reporter city: joetsu city, niigata prefecture.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Imdrf device code a150101 captures the reportable event of stent's first flange failure to expand. Block h10: the axios stent delivery system was received for analysis. The stent was not received for analysis. Visual inspection found that the inner sheath was kinked. A destructive analysis of the delivery system was performed to identify the torsion or rotational damage, and the outer sheath was not found to be twisted. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported event of the stent's first flange failure to expand because the stent was not returned for analysis. The investigation concluded that the additional investigation finding of inner sheath kinking was most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician, which could have resulted in the damages noted in the device. Additionally, a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was luer-locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas for pancreatic cyst drainage during an ultrasound endoscopic fistulaplasty procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was not able to open even after waiting for a while. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer-locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."